Manufacturer narrative:
G4:04mar2021. B4:05mar2021. H10: a power switch panel was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the broken trace on the alarm (red) light emitting diode (led) caused the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failure. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.